Manufacturer narrative:
H3 other text : device was evaluated by third-party service center.

Event description:
The manufacturer received information alleging maintenance required. There was no harm or injury reported. The ventilator was returned to a third-party service center ventilator inoperative error code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. Additionally, not related to the issue the muffler assembly machine flow sensor due to odor and tobacco contamination. The device's blower bellow and blower mount were replaced due to discoloration. The fio2 tubing and hoses were replaced due to dust contamination. The air inlet foam filter missing.